Event description:
In 2009, stryker biotech received a report that a male pt who received op-1 putty, as part of a revision multilevel kyphosis correction developed ectopic bone which was subsequently excised in 2007. The physician reported that the pt recovered from the events and that there were no clinical sequelae. The physician reported that the pt had been diagnosed with flatback syndrome, but that he was otherwise healthy. In addition, the physician stated that he was not certain whether the events were related to the use of op-1 putty, but added that he did not feel that the events were serious. Additional information will be requested.